Event description:
The customer reported a falsely elevated high-sensitivity troponin I (tnih) result for a patient sample that was obtained on the advia centaur xpt instrument with serial number (B)(6) and was reported to the physicians. The customer used the same sample to perform repeat testing three times on the same instrument and on an alternate advia centaur xpt. The repeat results were <3 pg/ml, considered correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens assisted the customer and dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noticed the reagent probe (rp1) was beading water at the probe tip. The tubing connection was checked and found to be acceptable, and when servicing (swapping) the heater coil/bubble detector assembly, the cse observed the tubing was worn, and when moving the heater coil holder down, the vertical drive belt snapped. The cse performed additional services, which included replacing the vertical drive belt and verifying the operation of the instrument. No issues were identified, and the instrument was returned to the customer for quality control (qc) and recalibration testing. Results were within acceptable limits, and the instrument is operating as specified. Service investigated and reagent issues were ruled out based on the review of qc, which showed recovery within acceptable ranges. Return of the patient sample for further investigation was not warranted because the discordant result was not reproducible. The potential cause for a falsely elevated high-sensitivity troponin I (tnih) result for one patient sample could not be determined and unknown. The customer is operational, and the reported behavior is resolved by routine onsite troubleshooting. The system is performing as specified; no further evaluation is required.